Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 15 cm niagara dialysis catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The luer hubs were observed to be faded and discolored. Both lumens of the returned sample were flushed with a 12 ml syringe of water. A spraying leak was observed just distal to the molded joint of the catheter when the red lumen was pressurized. A microscopic observation revealed a small split in the catheter at the junction of the catheter tubing and the molded joint. The edges of the split were observed to be rough but straight and whitening of the catheter material was observed at the corners of the split. Striations were observed on the fracture surfaces, which were mostly flat and granular in texture. The size, location, and physical characteristics of the split in the returned catheter suggest the split was formed over time due to flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tubing in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter at the ostium arteriosum leaked air. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0714 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter at the ostium arteriosum leaked air.